Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that after removing and replacing the battery cap, the battery would show to be full, but the insulin pump would turn off without warning. The customer states the battery was not previously used. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. Customer reported of waking up with high blood glucose due to the insulin pump shutting off without warning while asleep. The customer's blood glucose was 500 mg/dl and the customer treated with a bolus from the insulin pump. The insulin pump is expected to return for failure analysis.